Manufacturer narrative:
The pump has not been returned to animas for evaluation. Pump settings and delivery history were reviewed and confirmed as accurate. The patient has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will filed. No conclusions can be made at this time.

Event description:
The patient received ems treatment for elevated blood glucose levels.